Event description:
It was reported that this patient presented to the emergency room (ER) because of a delivered shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. The follow-up of device episode data showed that the shock was inappropriate due to oversensing of muscle noise. This was resolved after reprogramming the vector from secondary to primary. No additional adverse patient effects were reported. This s-ICD system remains in service.